Manufacturer narrative:
(B)(4). Date sent: 09/18/2020. D4: batch # u5ax1w. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and with all staples present indicating that the device was not fired. The green check mark was not illuminated upon insertion of the battery, confirming that the device was not fired. The attempts to fire the device by depressing the firing trigger were unsuccessful, confirming the experience. An attempt to fire device by physically shorting the firing boarding was successful indicating that the flex circuit was defective. Device was disassembled and flex circuit was inspected under magnification. Cracks were found at the contacts, with one crack spanning the full width of the contact. Further confirmation using an ohmmeter revealed that the flex circuit remained open even when depressing the switch. The damage to the flex circuit has been correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformities were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection the device wouldn't fire. They could not move the firing trigger. A similar device was used to complete the case with no patient consequences.